Event description:
Philips received a complaint on the heartstart mrx indicating that there was a therapy knob failure. There was reportedly no patient involvement. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.